Event description:
Pt presented to our office in active aligner therapy to straighten her teeth. She has active perio disease is not a candidate for this treatment. She was evaluated by a "(B)(6)" rep in (B)(6) at their southwind location. There does not appear to be a dr on site. She was prescribed these trays even though she is not a candidate. She was referred to a periodontist by our office because she will likely lose her teeth.